Event description:
Information was received which confirmed the information of the vns generator involved. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The device has not been received to date. No additional or relevant information has been received to date.

Event description:
The generator was received for product analysis. Visual analysis of the generator found tool marks likely associated with implant/explant procedure. The septum was not cored. The septum¿s overall diameter, cap diameter, and width measurements meets specifications. The header septum cavity meets specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received.

Event description:
It was reported that the patient underwent a lead replacement surgery, and during the surgery the septum plug came out. Per the report the generator involved was not implanted. The device has not been received by the manufacturer to date. No additional or relevant information has been received to date.